Event description:
It was reported that pump displayed malfunction code and fault ID, although no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with assistance using provided instructions, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction code appeared again, which customer acknowledged and understood.